Event description:
Additional information was received from a patient on 2017-mar-01. The patient stated that they were helping a friend yesterday and had trouble getting out of bed this morning. It was unknown if the issue was resolved, but the patient would follow up with their healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding the patient. It was reported that changing the frequency did not resolve the issue and they were still working on it. The patient reported that they needed to see a healthcare professional because there was something wrong with their implant. They stated that getting out of bed was the least of their problems right now. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type ii and spinal pain. It was reported that since the patient¿s 2nd implantable neurostimulator (ins) was put it in had not worked right because they had stimulation only in their legs or stomach. The patient needed it in their back. The patient stated that they had hip pain that resulted in having 2 hip replacements done with the first one in the left hip in (B)(6) 2014 and the second in the right hip in (B)(6) 2016. After the first hip replacement they were dragging their leg around and the hip pain had gotten so bad. The stimulation from the ins bothered them and the vibration irritated their hips so bad causing the hip pain to escalate when the ins was on. The patient would turn the ins on when they could stand it. The patient kept the ins charged for when they could stand it. The patient stated that they thought the hip pain was their back but it started getting out of control with the stimulator not helping the back pain. The patient had been sent to see the hip hcp who told the patient that their hip was deteriorating which caused the pain. It was confirmed that the hip replacements had nothing to do with the device. The patient mentioned that they had a back surgery prior to implant where they had to heal before putting in the stimulator. It was mentioned that manufacturer representatives had spent many hours for many months trying to reprogram their device without success and had told the patient that the patient would have to let the machine calm down and settle in but it did not and the last thing that the patient had heard was that there was nothing else they could do for the patient. It was stated that with their hips in pain they could not stand it and wanted to use the ins. The patient was taking medications again even though they did not want to. Last year the patient asked their hcp to request a representative meeting but the hcp did not and the patient has not had the device looked at. The hip pain started in 2010, the device never working and irritating the hip pain started at implant on (B)(6) 2013. It was stated that they had not have any problems with the previous ins. The patient had lost their patient programmer and implantable neurostimulator recharger (insr); therefore, the patient was redirected to foundation care for new external equipment. It was stated that the patient¿s hcp had agreed to have a representative at the office the next day.